Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-5. Sometime post-op it was found that the rods were broken. The patient had not fused. There was no vertebral body replacement or pl bone mass. The patient underwent a hardware revision surgery to remove the old hardware and replace with new hardware via xlif. No additional patient complications were reported.